Manufacturer narrative:
Although the exact age of the patient was not reported, the patient was reported to be over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded out of the spyscope digital access and delivery catheter at the end of the procedure. A spybite was inside the scope when the working channel sleeve protruded. Reportedly, there were no issues with the accessory device and no part of the spyscope ds device detached. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.